Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the light guide cable fluid damage, the lg cable connector fluid damage, the light guide cable for control body fluid damage, the light guide cable for prong fluid damage, the light guide cable perforated, the insertion flexible tube (ift) buckled, and the light guide cable leak ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.